Manufacturer narrative:
The device has been returned however our investigation is still ongoing. A supplemental report will be submitted with the investigation results when they are available. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with hyperglycaemia. The patient's blood glucose levels rose to 'close to 400 mg/dl' (exact measurement not provided) while wearing the pod for longer than 48 hours. The patient reported they attempted to administer multiple boluses of insulin using the pod, however their blood glucose levels remained high. When the pod was removed from the infusion site (abdomen), the cannula was found to be bent. The patient was treated with intravenous fluids with saline and was instructed by a healthcare professional to administer 1u of a long-acting insulin which the patient did. The patient was released after 2.5 hours.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.